Event description:
It was reported that there was an issue with the fiber optic wave form. There was no patient harm or adverse event reported. This report is for the iab. A separate report for the cardiosave iabp has been submitted under mfg report number 2249723-2023-01007.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). Device not returned.

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).